Event description:
The customer contact reported the device was found delivering at a rate 17ml/hr different than the originally programmed rate of 3ml/hr. No specific patient information, pump programming, the medication that was being delivered or event details were provided. The customer contact reported patient harm; however, no specific details were provided. There was no medical intervention were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device investigation was received. Investigation is not complete. The device history was downloaded at the service center. The dates and programming present in the history did not correlate with the customer's reported settings therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.